Event description:
Related manufacturer report number: 2017865-2022-37620. Related manufacturer report number: 2017865-2022-37621. It was reported that the patient presented in-clinic with the pulse generated that migrated down the chest. A chest x-ray confirmed that both the right ventricular and atrial leads had dislodged as a result. The device and both leads were explanted. The patient was stable.